Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was a "bit high" and the customer's healthcare provider adjusted the pump basal rate. Customer's bg at the time of the report was 88 mg/dl. Although requested, the "bit high" bg value was not provided.